Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction and inserted via the groin. After insertion of the iab, the pt was moved to the cardiac surgical unit (csu). As the registered nurse was transporting the pt from the operating room to the csu, she noticed that the transducer tubing became disconnected, and blood was present. There was blood in the gas line tubing, however, there was no blood in the pump, the iab was removed and another iab was not inserted. A requested was made for more info.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.